Manufacturer narrative:
(B)(4). The customer reported that during monitoring of twin fetuses with a philips 50xm fetal/maternal monitor, one twin was stillborn. The physician wanted to know if they could have avoided this death. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that during monitoring of twin fetuses with a philips 50xm fetal/maternal monitor, one twin was stillborn.